Event description:
Complainant alleged that medics were attempting to monitor a patient (age and gender unknown), using electrodes with the device, but the unit did not display the patient's ECG rhythm. The medic indicated that when the patient was repositioned, the patient's ECG was displayed. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.